Event description:
On may 30, 2016 it was reported that, during administration of chemotherapy, leakage on the pipe at the level before the connector. Tube removed immediately. Patient shower after treatment administration. Patient injury: dry skin. " the investigation summary report: the reported complaint is identified as "leakage at the connection between tube and luer lock". We did not receive a sample or a picture for investigation. A sample investigation could not be performed as we did not receive a complaint sample. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow ,tightness and practical test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. No root cause detected. Based on the investigation results, a root cause could not be determined for the reported complaint.